Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v797202, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported a loss of therapy. The patient felt like therapy was not helping since about a week ago. She tried to use her patient programmer (pp) to sync with her implant yesterday but couldn't establish communication. It felt like the implant was pushed in deeper, and she thought she might have gained weight. The implant used to feel like it was going to push out. There were no falls or trauma that could be related to the issue. It was noted that the implant had never been checked. The patient's relevant medical history includes urinary dysfunction/sacral nerve. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.